Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. Customer's blood glucose level was 510 mg/dl. Customer stated that they were having problem getting the insulin pen to prime. Customer mentioned mouth tasted like sugar. Customer declined further troubleshooting. The device will not be returned for analysis.